Manufacturer narrative:
(B)(4). Estimated date - reported as occurring in (B)(6) 2013. The safety and effectiveness of the prostar device have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted using the prostar xl device in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was an 8f and the vessel was heavily calcified and heavily tortuous with calcification noted at the access site. Reportedly, it was not possible to deploy all the needles from the prostar xl device. A needle back-down was performed and the device was removed. Suture placement was successful using a second prostar xl device using the preclose technique. The sheath was upsized to an 18f and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures of the second prostar xl device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device using the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: estimated date of event - received information that previously reported date of occurrence was not (B)(6) 2013. Exact date was not documented by hospital but reportedly, likely occurred in (B)(6) 2013. Evaluation summary: the device was returned for evaluation. The reported failure to deploy the needles was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.